Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, when stapling, the load was connected to the stapler, triggered the firing button but the load locked and did not effect the stapling. There was an increase of forty-five minutes into the procedure, in which they took time to reach the new load device that worked normally. There was no patient injury.